Event description:
It was reported that a revision surgery was performed due ti lateral poly plug had become dislodged and hinge axle was protruding laterally.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis during this investigation noted that abrasion, burnishing and deformation were observed in the bearing regions on the superior surface of the tibial insert, the inferior surface of the insert displayed a lower level of abrasion, burnishing and deformation. The immediate cause of the dislodged poly plug and hinge axle could not be determined. No material or manufacturing deviations were observed in this investigation. A clinical investigation concluded based on the information available, the root cause for the breakage of the poly-plug and the migration of the hinge axle cannot be determined as the rest of the hinge components remained implanted and only the revised portions from the rebuild were available for evaluation. There was no report of a fall or trauma that precipitated this event. It is unknown, if this patient¿s ¿dense arthrofibrosis throughout the joint or the patient¿s body habitus with a bmi of 39.5 played a role in this event. No information on the patient¿s current status has been submitted at this time. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.